Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump kept alerting him high predicts and when he checked his blood glucose level he was low. He then passed out and hit his head on the counter. Customer stated the device predicted high three times and he treated based off the sensor readings. Customer stated he hit his head on the counter and stayed on the floor for three hours. Got up and went back to bed when he woke up he tested his blood glucose and it was 42 mg/dl. Current blood glucose was 199 mg/dl and sensor was 223 mg/dl. Customer was advised to check his blood glucose when alerts occur before treating. No further information reported.